Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during threshold testing post-implant, the right ventricular (rv) lead had high thresholds which had increased from thresholds measured during the procedure. A micro-dislodgement was suspected. The physician re-opened the incision and repositioned the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.